Event description:
It was reported that during an unknown procedure, the surgeon has identified stenosis in the anastomosis. The patient has been re intervened two times for stenosis in anastomosis agrees to information given by the surgeon. The donuts were extracted tissue problem without fistula ok. The problem is presented months after surgery the patient arrived and where should dilate narrowed manual and bomb. There were no unusual happenings with the device. Expansion with pump and manual was used to complete the procedure. Surgery was prolonged one minute.

Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation. Additional information was requested and the following was obtained: what procedure was done in this case? Colorectal anastomosis. What structures were being anastomosed? Colon rectal. Was there an inflamed condition at or prior to the surgery? No. What structure was being dilated? Recto.